Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. Troubleshooting was performed. The customer was advised to stay off of the insulin pump due to no delivery alarms, however, the customer chose to stay on the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report to complete to the best of our knowledge.